Event description:
It was reported that the rv lead was capped due to a sudden increase in lead impedance. No patient complications were reported as a result of this event. Additional information received from the patient's attorney alleges the lead fractured due to a defect. Additional information received from the attorney alleges the patient had experienced inappropriate shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
Other: it was reported that the rv lead was capped due to a sudden increase in lead impedance. No patient complications were reported as a result of this event. Additional information received from the patient's attorney alleges the lead was fractured. No conclusion can be drawn, impedance, high, lead(s), fracture of.

Event description:
It was reported that the rv lead was capped due to a sudden increase in lead impedance. No patient complications were reported as a result of this event. Additional information received from the patient's attorney alleges the lead was fractured.